Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by acute abdominal symptoms (not further specified). The cause, treatment and the patient outcome of the peritonitis was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal/extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up it was reported the peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the event was unknown. The patient was treated with vancomycin and gentamicin (no further details). Pd therapy was ongoing. At the time of this report, the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On an unreported date, after the start of antibiotic treatment, there was rapid improvement and clear and poor leucocytes in effluent were observed after treatment with antibiotics. Should additional relevant information become available, a supplemental report will be submitted.